Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2015 with the following findings: during testing, the up arrow keypad button was intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with evidence of contamination. This report is made based on results of investigation completed on 10/26/2015.